Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user wearing a dexcom g7 noted a discrepancy between the ilet-reported glucose of 156 mg/dl and a fingerstick of 265 mg/dl; replacement of the cgm sensor was recommended due to significant variance, but the user chose to calibrate first, after which the cgm trended upward and remained about 50 mg/dl lower than the fingerstick (sensor 189 mg/dl vs fingerstick 240 mg/dl). Symptoms included hyperglycemia. Outcomes included a delay to treatment or therapy while accuracy was assessed and calibration was attempted. Troubleshooting and education were completed, including calibration guidance and follow-up confirmation of sensor and fingerstick values, and no alerts or alarms were reported from the ilet. Investigation of this case revealed a persistent sensor-fingerstick mismatch suggestive of cgm inaccuracy impacting ilet glucose display and dosing inputs, with the cause remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear for the hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.